Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on into the abdomen on (B)(6) 2016. Patient's mother stated that the reaction is a systemic issue with the use of the dexcom. Current reaction was described as painful and red. Reaction was located around the adhesive. Patient's mother stated that if the sensor is left on, the reaction would spread to the entire body. On (B)(6) 2016, the patient's healthcare provider (hcp) recommended using anti-microbial/antiseptic skin cleanser but patient's mother stated that this was not helpful. Patient also tried a skin barrier but the rash was made worse. Patient's doctor ordered an oral antihistamine and a topical antibiotic cream. Affected area was treated with the prescribed oral antihistamine and the topical antibiotic cream. At the time of contact, the patient was in good condition. No additional event or patient information was provided.